Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008; inratio: 2.6; lab: 4.0. Date: same day; inratio: 1.7; lab: 7.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 2.6; lab: 4.0; mean: 3.3; confidence limits: 2.0 - 5.0. Date: same day; inratio: 1.7; lab: 7.1; mean: 4.4; confidence limits: 2.5 - 6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are within the confidence limits for inr testing, but the 2nd data set are not within the confidence limits. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.